Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
A (B)(6) customer had been getting blood glucose readings higher than 33mmol/l and took insulin accordingly, which led her close to hypoglycemia 3-4 times. She ate more in order to relieve the symptoms. Further details were not provided. This prompted her to compare her readings with another meter. She received a blood glucose reading of 14mmol/l on the contour next link 2.4. A different meter read 3.0mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The country was advised to return the strips for evaluation.